Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe had a foreign body in it. The following was recieved by the initial reporter: verbatim: foreign body was found in the bottled solution.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, a particle is observed within the syringe. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin. A device history review was performed for the reported lot 2203146, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were found. Without a physical sample we could not conduct characterization analysis on the foreign matter to further identify the origin. While we cannot identify a direct issue, it is possible the particle generated during the assembly process, given we cannot identify the origin, we cannot verify this to be true for the incident reported. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.